Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.

Event description:
It was reported that the patient who underwent anterior cervical decompression and fusion surgery. The cage was placed between c4/5 vertebrae in the primary surgery, the fitting was good and the wound was closed. However, the next day the cage had moved forward, and a CT scan taken the following week showed that it had moved even further forward. So, the surgeon removed the cage and inserted new one with plate for fixation. We did not obtain the implant.